Event description:
The implantable neurostimulator was in a power on reset condition. The pt called technical services for assistance. Action (not specified) was taken that resolved the power on reset issue. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).